Event description:
It was reported that (1) ER device was used during a laparoscopic cholecystectomy. It was reported by the rep that the first two clips fired properly. The next four clips scissored and two clips came out simultaneously for the final firing. The surgeon used a second er320 which fired without incident to complete the case. There was no consequence to the pt.